Event description:
A physician reported that an iol was found clouding after implantation. The iol was implanted at (B)(6) in 2003, and the surgery was completed without product replacement. He/she inquired about the iol, but was told that the medical records from 20 years ago were not saved and the serial number and the iol type were unknown. The iol is scheduled to be explanted on 10th october. If it was determined that the explanted iol was made by company, he/she requested an investigation whether the iol was clouded and the va was decreased due to glistening or ssng. Additional information has been requested and received stating that the iol was removed from right eye. The optical part had been broken due to the deterioration of the iol and was torn off when it was folded and pulled during the removal procedure. Postoperative examination will be performed on thursday. The opposite eye (os) will be replaced on tuesday.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A multipiece lens was returned in solution inside a stoppered test tube. The lens was removed for evaluation. The lens had been cut into two pieces. Viscoelastic was observed on the lens. There also appeared to be biological material mostly on the posterior surface of the optic. The lens was cleaned with klrp. One optic portion had a long scratch across the center of the posterior surface. There were areas where the optic had been cut from the edge to the center. The other optic portion was scratched across one haptic insertion area. There also appears to be yag pitting. Other than the areas of possible dried biological material the lens appeared clear after cleaning. The optic dimensions and edge style (not frosted) would correspond to suspected lens. The provided photos were reviewed. There were eleven two-dimensional images on a one-page pdf document. All images show these common features. The cornea appears clear without anomaly. The anterior chamber appears deep and quiet. The iris appears normal a 4-5mm round and centered pupil. Seven of the images were for the od eye. (B)(6) 2021: od (one image): under dim illumination the anterior lens surface appears to show a mottled, moderately hazy appearance. (B)(6) 2023: od (two images): under bright illumination, collectively the anterior and posterior iol surfaces appear of these two images show a moderately mottled/hazy appearance. The material between these iol surfaces appears uniformly and moderately hazy, however this appearance may be due to photograph illumination artifacts. Od (four images): one of these images is extremely grainy in appearance and does not provide a useful image for analysis. Under bright illumination, collectively the anterior and posterior iol surfaces of the remaining three images show a moderately mottled/hazy appearance. The material between these iol surfaces appears uniformly and moderately hazy, however this appearance may be due to photograph illumination artifacts. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported visual issues could not be determined. It was indicated the lens was implanted in 2003. The lens had been cut into two pieces. There appeared to be biological material mostly on the posterior surface of the optic pieces. The lens was cleaned with klrp. There appeared to be some yag pitting. Other than the areas of possible dried biological material, the lens appeared clear after cleaning. Based on the analysis of these photographs, a definitive identification of the observed findings as either subsurface nanoglistenings (ssngs) or glistenings is not possible. Additionally, this review could not conclusively determine whether these findings correspond to the reported cloudy appearance of the iol or are attributable to artifacts related to photographic illumination. Consequently, based solely on the examination of the provided photographs, the reported cloudy iol appearance cannot be definitively confirmed, and the presence of ssngs and/or glistenings remains inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stated as below: patient problem: decrease va subjective symptoms on (B)(6)2023: hazy and difficult to see subjective symptoms on (B)(6)2023: brightened. It is clearer and easier to see.